Event description:
Per the audiologist's report, this patient has experience a increase in the number of electrode anomalies and a gradual decline in performance. Integrity testing performed in 2006 revealed 2 short circuited electrodes and 6 electrodes with electrode anomalies. Cochlear recommended deactivation of the abnormal electrodes. However, without these electrodes, the patient's performance decreased. The surgeon scheduled an explantation surgery for 2006. It has not been reported if reimplanation will occur at that time.